Event description:
Patient admitted to the hospital for management of heart failure, fluid accumulation and low blood pressure. The patient was also diagnosed with acute kidney injury. The patient was started on diuretics and blood pressure support medication. During their stay, the patient had a streptococcus agalactiae bacterial infection in their blood, likely contributing to the low blood pressure. The patient was started on intravenous antibiotics and was hospitalized for approximately ten days (B)(6) 2022. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).